Event description:
The (B)(6) regulatory department has received four warranty claims reporting failed implants not manufactured or distributed by the (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref: mw5188163, mw5188165, mw5188166.